Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further described. The peritonitis was manifested by abdominal pain. The same day as the event onset, the patient was hospitalized and treated with unspecified antibiotics for the event. It was reported that on an unknown date, the patient was discharged from the hospital; however, the patient was not recovered from peritonitis event. It was reported that the pd catheter was removed and the patient was transferred to hemodialysis (ongoing). It was reported the patient was retrained on the proper aseptic technique. No additional information is available.